Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a tpn infusion was noted to be leaking on the floor from a hole in the pumping segment. The pump did not alarm for air in tubing or a tubing problem. There was no report of patient harm.